Manufacturer narrative:
The device was not returned for analysis. However, the device was evaluated in the field by a qualified accelus representative and found to be fully functioning.

Event description:
On 11-jan-2023 accelus was made aware of a complaint on the remi robotic navigation system. It was reported that a revision surgery was performed on (B)(6) 2023 to remove and replace pedicle screws that were placed inferior to the pedicle during the initial surgery. The initial surgery was a left l4/l5 endo tlif, with linesider mis and remi with o-arm registration. It was reported that during the initial surgery the system was used without connection of the camera to a psis pin as indicated in the remi instructions for use. It was reported that after the initial surgery the patient experienced left side pain upon weight bearing and a CT scan performed to find the left l4 and left l5 pedicle screws were inferior to the pedicles by a similar distance (roughly 5 mm). The patient was then taken back to the or 3 days later and revision of both the left l4 and l5 pedicle screws was performed using stealth navigation and guidewires with linesider mis screws. The revision surgery was completed without issue and no additional patient harm was reported as a result.